Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: long-term results of endovascular repair for descending thoracic aortic aneurysms. David n. Ranney, md, morgan l. Cox, md, babatunde a. Yerokun, md, ehsan benrashid, md, richard l. Mccann, md, chad hughes, md, durham, nc. Exact date of death unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent graft systems were implanted in the patient for the endovascular treatment of thoracic aneurysm repair. The following adverse events were observed: death.